Event description:
Low impedance was observed in the patient's device programming data on (B)(6) 2015. Additional information was received from a nurse that the patient's device was temporarily disabled on (B)(6) 2015 due to MRI and that the patient did not see the physician until (B)(6) 2015. Per the clinic note in (B)(6) 2015, the vns device was interrogated and low impedance was observed. The physician acknowledged that this might be due to a lead fracture and disabled the vns from 1.5 ma to 0 ma to see if patient needs to continue vns therapy as he has not had any seizures in several years. Patient was again seen in (B)(6) 2016 and possible removal of the device was considered. No known surgical interventions have occurred to date.

Event description:
Device diagnostics showed a low impedance value in (B)(6) 2016 and the device was turned off. The patient had remained seizure free with the device turned off, and so the decision was made to remove the device. Patient underwent explant of the generator and lead. The explanted devices have not been received to date.

Event description:
The explanted lead and generator were received. Analysis performed on the generator shows that there were no additional performance or any other type of adverse conditions. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.078 volts, shows an ifi=no condition. A portion of the lead assembly including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the bilumen tubing appeared to be twisted, in most areas. During the visual analysis the bilumen tubing appeared to be twisted and the (-) green electrode spot-weld and portion of ribbon appeared to be torn from the ribbon. Abraded openings were observed on the bilumen tubing and the tri-filar coils appeared to be exposed in these areas. These findings are consistent with patient manipulation/rotation of the device while it was implanted (twiddling of device). The abraded openings found on the bilumen tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the bilumen tubing. What appeared to be white deposits were observed on the bilumen tubing. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed and identified the deposits as containing silicon. With the exception of the abraded openings and exposed tri-filar coils, the condition of the returned lead portion is consistent with those that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.